Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 257 mg/dl, 660 mg/dl and 651 mg/dl. The patient used 2 lots of strips and was unsure which strips provided which results.